Event description:
Pt's cadd legacy pump serial number (B)(4) stopped working. It began beeping at approx 12:15pm est. No error message was given on the screen. The pt attempted to troubleshoot. She switched out the batteries and turned off/on the pump, the pump was still not working. She switched to her backup pump and did not miss any of her infusion. The pt is being sent a replacement pump to arrive in the morning. The replacement pump is being shipped to pt in a box with a return label for the malfunctioning pump. Dose or amount: 18ng/kg/min, frequency: continuous, route: intravenous. Dates of use: from (B)(6) 2018 to ongoing. Diagnosis or reason for use: i27.0, primary pulmonary hypertension.